Manufacturer narrative:
We were not afforded the opportunity to talk with the surgeon or anyone who could provide sufficient details. The description on the hospital's medwatch form and a brief discussion with the initial rptr provided very limited info. The device and its suture were not returned, nor were any lot numbers provided. We do not know if the device was properly loaded, used or unloaded. Based on what we have learned, we believe it is less likely that a ferrule was actually left in the pt rather than being removed unnoticed by the operating room staff. F/u radiographs failed to show a ferrule in the pt. There are no data that support any indication of a device malfunction. In the unlikely event that a ferrule was left in this pt there is extremely low risk of any pt harm coming from this tiny sterile stainless steel tube. For clarity, the ferrule in question measures 0.11 inches long by 0.03 inches in diameter and weighs 0.02 grams; much smaller than implied of the initial medwatch form.